Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient described difficulty recharging her ins. She reported charging taking more than 3 hours for the past few days compared to 40 minutes previously even though the charging signal was displayed as "excellent" in the application. Regarding contributing factors, the patient reported no particular event. She says she only used the charger provided by the manufacturer. Following the onset of this difficulty, the patient tried changing the charging cable and the remote control charger, but this did not resolve the problem. It was suggested to change the remote control. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report. Additional information was received. It was reported that the patient described that the stimulator's charging time has become longer than immediately after implantation, exceeding 2 hours, despite an excellent coupling signal maintained during charging. Excellent coupling with a charging time approaching 2 hours was confirmed by the neurostimulator log. The patient has very sensitive skin at the level of the neurostimulator; allodyni was noted. No charger malfunctions were observed. The charging belt was changed to a smaller diameter, better suited to the patient's anatomy, to prevent any movement of the wireless recharger roller during the patient charging session. They changed the recharger. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred, nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that sensitive skin/"allodyni" was referring to a neuropathic pain triggered by the scar. No actions were taken, and this pain was resolved. According to the patient, the charging issues resolved with the replacement recharger. The cause of the charging difficulty was undetermined. The recharger was changed on (B)(6) 2025. The replaced patient handset didn't seem to have problems being charged. It was noted that the communicator was also changed. The message that appeared on the handset was a pop-up message that appeared as the patient plugged the cable into the power main when the patient wanted to charge the handset. It was noted that this information was confirmed/provided by the physician. The ins serial number and implant date was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.